Event description:
Explant...total hip revision, sent to pathology then biomed. Patient who had a previous right total hip arthroplasty (metal on metal)and has had continued pain. Pt. Presented and was found to have evidence of acetabular loosening. Pt did not have elevated metal ions despite metal-on-metal articulation.